Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'occlusion sensor 3 error' was reproduced as reload set. A review of the event history log (ehl) revealed occurrences of multiple 'reload set!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor out of specification. The force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted. This alarm occurs upon pump-tubing set-up (tubing loading). Issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had occlusion sensor 3 error during testing in the biomedical service department. There was no patient involvement. No additional information is available.